Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# (B)(6) product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl and bupivacaine at unknown concentration/dose via an implantable pump for spinal pain indications. The patient reported they had the pump filled yesterday and the boluses have not turned over to today's amount. Patient stated they went from 18 to 20 per day and they have 3 left for today. Patient provided therapy details information, lockout duration 30mins, 2 bolus per hour, bolus duration 2mins, bolus per day 20. Patient stated she only had 3 boluses left today and she did not want to go all weekend without bolus. Patient stated the clock did not go back to midnight. Patient stated it was very difficult to get to healthcare provider's (hcp) office and cannot find anyone to help. Patient stated hcp office was 1 hour away and they were very frustrated and patient started crying. Agent asked patient to resync with devices and lockout information did not change. Agent reviewed information was programmed in the pump. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient via the company representative (rep) re-reporting that the personal therapy manager (ptm) daily boluses not resetting at midnight. There was a patient meeting planned for friday (B)(6) 2025. The issue had yet to resolve at the time of this report. Additional information was received from the company representative (rep) reporting that ordered replacement handset to see if stuck application could be applicable.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# (B)(6), product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.